Event description:
As described by the customer device tempus pro - video laryngoscope image capture faults and shuts down. When customer plugs in the vl and presses image capture he gets the message "attention - restart required. Please shutdown and restart. A user report was received related to a reported product problem which is currently being investigated. At the time of reporting, the device has not yet been returned for investigation. Further updates will be provided when the device is received, and the investigation is in progress.

Manufacturer narrative:
This report is based on information provided by philips repair service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that tempus pro - video laryngoscope image capture faults and shuts down. When customer plugs in the vl and presses image capture he gets the message "attention - restart required. Please shutdown and restart. Action is repeatable with different vl's. It was confirmed with customer that he is not unplugging the vl to create this action. Customer is able to recreate the fault with multiple vl's. This failure mode was escalated to r&d for additional investigation. The primary root cause was identified as inadequate software verification and validation. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.